Manufacturer narrative:
Upon device return and inspection, some spline deformation was observed on the catheter. A guidewire was advanced through the catheter, and an attempt was made to deploy the catheter. While moving the slider switch, the spline cage remained undeployed. It was noted that the guidewire lumen was no longer adhered to the tip of the spline cage. The spline cage of the catheter was examined under a microscope to look for any potential causes for the spline inversion. It was observed that the welding of the splines was visibly damaged by the melting process. Dissection of the catheter was performed to look for any abnormalities that could have contributed to the delamination of the guidewire lumen, but no other anomalies were noted. The reported event was confirmed.

Event description:
Reportable based on returned device analysis completed on 30 may 2024. It was reported that spline bunching and difficulty deploying the catheter occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. While attempting to deploy the farawave catheter to basket in the right inferior pulmonary vein (ripv), the catheter went into cobra shape. The physician attempted to undeploy and rotate the farawave catheter in the sheath twice to troubleshoot the issue. After two attempts, the cobra shape remained. The physician moved the catheter to the left superior pulmonary vein (lspv) to try to fix the cobra, but the farawave catheter would not deploy to the flower position. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The farawave catheter was returned for analysis. However, analysis of the retuned device revealed that the guidewire lumen was no longer attached to the tip of the spline cage.